Event description:
A medtronic rep reported that the site's spine clamp screw loosened, and caused the frame to move during a spine procedure. This happened while the surgeon was hammering on the awl. No harm to the pt was reported.

Manufacturer narrative:
The pt demographic is unk. The device lot number is depend on the return of the device. The device manufacture date is unk unless device is returned. The device has not been received by the MFR for eval.